Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-08623. Reference MFR. Report: 1627487-2017-08675. It was reported the patient's leads were fractured. Subsequently, surgical intervention was undertaken to address the issue. The physician experienced difficulty removing the leads as the leads were stuck in the ipg header. The leads and ipg were successfully explanted and replaced. Stimulation was restored following the procedure.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-08623, reference MFR. Report: 1627487-2017-08675.